Event description:
The (B)(6) regulatory agency reported, the pt has experienced e6 mechanical errors with the infusion device. The error appeared when pt tried to change the cartridge. The battery was removed for 10 mins and pt tried to change the cartridge again, but the error continued. The infusion device was replaced and requested for eval. No physiological effects were reported, and pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.